Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor exhibited an episode of under sensing. No intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.